Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was blocked and the buttons were unresponsive. The customer removed the battery and left the insulin pump without the battery during the whole night. As a result the customer received an alarm and they were unable to clear the alarm because the buttons were unresponsive. Customer's blood glucose level was 257 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.